Manufacturer narrative:
Product evaluation: viscoelastic is observed on the lens. One haptic is broken distal area. A used cartridge was also returned. Viscoelastic is observed in the cartridge. The cartridge has been placed in a handpiece. No damage observed. Iol product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the pc-tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was inserted and removed due to a pc tear requiring an anterior vitrectomy. The lens was replaced with a 3-piece lens.